Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion. Additionally, compression marks on the atrial setscrew showed that at one time the setscrew was tightened onto a lead. The returned device also had foreign material in the atrial connector port and on the atrial mbc (multibeam contact).

Manufacturer narrative:
Concomitant medical products: 4504m53 lead, implanted: (B)(6) 1991.

Event description:
It was reported that during a device change out for elective replacement indicator (eri), the right atrial (ra) lead was not connected to the pacemaker and could not be located in the pocket. Follow-up information was received noting that prior to the procedure, the ra lead was assumed to be plugged into the device but not being used since the device was programmed to vvi mode. The operating room suite did not have x-ray or fluoroscopy readily available during the procedure to confirm the location of the ra lead. The device was explanted and replaced. The ra lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.